Event description:
It was reported that the initial reporter's friend had issues with her stimulator. The implantable neurostimulator (ins) was in her back on her side. She had a bad time with it and had to have it removed. They "believed it was the doctor and not the device." No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial# unknown, product type: lead. (B)(4).